Event description:
New information received notes that the patient returned to clinic for bluetooth functionality restoration. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.